Event description:
The ICU manager reported the following: nurse was at the ICU desk and heard a humming sound from the patient's room. Upon entering room, nurse reported patient looked "gray and waxy" and there was no chest movement. Nurse reported ventilator display was blank and alarm was sounding. Nurse removed patient from ventilator and immediately started manual ventilation at 100% o2. There were no oximeter alarms set, and there is no documented data regarding patient oxygen saturation levels. The patient appeared to desaturate during the event, but the hospital doesn't know to what % level. The patient's oxygen saturation levels improved with manual ventilation. The patient was receiving sedation and pain medication prior to the event. The patient has been chronically ill. Patient was placed on another ventilator, and patient has since been weaned from the ventilator. There was no adverse effect to the patient, and the patient is currently doing well. The respironics service technician performed an evaluation of the ventilator, and was able to duplicate the customer reported problem. The service technician replaced the sensor board to correct the problem. Performance verification testing was completed and all tests passed to specification, including alarms.